Event description:
7-88- bilateral sub-cuticular mastectomies with insertion tissue expanders. 12-88- removal of tissue expanders- insertion silicone implants. Recent MRI confirmed implant rupture and pt elects for removal and exchange. Presented to physician with grade 4 encapsulation. 11-00- upon entrances into breast capsules, both implants were noted to be markedly sticky and bleeding silicone.